Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic hysterectomy, an error 5 was displayed frequently after start of using. The blade tip was broken off outside of patient. No pieces fell into the patient. Gen04 was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was received with the blade broken off and not returned with the device; in addition the blade was discolored (blue) due to heat generated from contact between the blade and the tissue pad. The device was functionally tested with a gen04. During functional testing an error code 5 was displayed. A probable cause of the device not activating and displaying an error code 5 is blade damage. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.